Manufacturer narrative:
Explant was reported due to regurgitation. Fibrous pannus ingrowth was present on the inflow surface of cusps 1 and 2 and on the outflow surface of cusps 1 and 3. Folds were present on cusps 1 and 3, which caused incomplete coaptation. Cusp 2 had thinning at the base of the cusp. There was adherent necrotic surface material with acute and chronic inflammation on cusp 3. Stains were negative for organisms. No significant calcifications were present. The pannus noted could have obstructed the mobility of the cusps, and the folds and pannus noted could have contributed to the reported regurgitation.

Manufacturer narrative:
Further information regarding this event has been requested. Investigation results , results/method and conclusion codes will be provided in a subsequent submission.

Event description:
On (B)(6) 2017 an epic stented porcine heart valve w/flexfit system was implanted mitral regurgitation began at one year post implant. Although the patient had been closely monitored the decision for a re-do mvr was made. On (B)(6) 2020 the procedure was performed. The epic valve was explanted, leaving the cuff part on the annulus. An on-x mechanical heart valve (manufacturer: on-x life technologies) was implanted in the mitral position. Upon explant of the epic valve, pannus ingrowth was observed, which might have lead to impeded leaflet mobility.